Manufacturer narrative:
Concomitant medical products: product ID: 3889-33 interstim urinary, implanted: (B)(6) 2015, 3058 interstim urinary implanted: (B)(6) 2015, w1sr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing noted via elevated sensing integrity counter (sic). There was also ventricular tachycardia (vt) non-sustained episodes with over sensing noted possibly from myopotentials. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there was lead warning for low impedance on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.